Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of this event. In addition, a device history record review and product evaluation are in progress. A supplemental medwatch will be submitted after these evaluations are complete.

Event description:
The customer reported to bsc that during an ercp procedure, a male patient underwent a stone removal procedure; however, "the trapezoid basket did not close at all." "When the [physician ] tried to close the basket hard, the wire near the handle gave away." A plastic biliary stent was placed in the patient, and the patient was asked to come back in ten days. The patient is in satisfactory condition post procedure, however, an updated condition of the patient has not been provided at this time.